Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
New information received notes that when the device was interrogated in-clinic in (B)(6) 2023, normal battery longevity was calculated.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.